Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately two weeks post operation due to disassociation. No more information is available.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of provided radiographs. No product was returned or pictured provided. Radiographs provided were reviewed by a healthcare professional and identified that the implant fit is maintained. There is interval glenosphere disassociation as noted without dislocation. Bone quality is mildly osteopenic. There is malalignment without dislocation secondary to the glenosphere disassociation. No other abnormalities were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.